Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative alarm condition was observed in the device's downloaded event log. The device's system board needs to be replaced to address the issue. No repair was performed as the device is to be scrapped.